Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. For unk medical reasons, the pt could not take non-steroidal anti-inflammatory drugs or be given any intra-muscular toradol. The pt had an unusual amount of pain during the procedure that was attributed to the lack of those medications. At four mins and fifteen secs into the procedure, there was a sudden drop in pressure and the controller aborted the procedure. Examination found that the balloon had herniated out of the cervical os. The balloon was deflated, checked for leaks, and none were found. The balloon catheter was reinserted and four more mins of therapy were carried out without re-herniation of the balloon. The pt then returned several days after the procedure with a cervical burn. The pt will continue to be observed periodically for healing and the pt may be treated with silvadene.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.